Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. System indicated fault ec112 loose drive rod and lead screw so they were replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that there was a system fault during testing. There was no patient, or clinician injury associated with this event.